Event description:
Customer's mother reported via phone call that the insulin pump has cracks outside the battery compartment treading and a peace broke off. It was stated that the device was possibly dropped. She also reported that the customer has experienced issued with delivering insulin. The insulin pump would only deliver 5 units at a time. Customer's mother did not specify if the customer received any alarms. The day before the customer was able to deliver 25 units and has not done any changes to the settings. The customer was not available with the insulin pump to troubleshoot. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.